Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that; the patient entered the operating room at 08:50 on (B)(6) 2025. Under general anesthesia with a laryngeal mask airway in place, a transurethral right ureteroscopy holmium laser lithotripsy and stone removal procedure was performed, followed by ureteral stent placement. The patient returned to the ward at 10:35. A 14f double-lumen urinary catheter was placed intraoperatively and secured firmly for urine drainage. On (B)(6) 2025, at 12:30, while the patient was resting in bed, the catheter spontaneously dislodged. Examination revealed a ruptured catheter balloon with clean edges.

Event description:
It was reported that, the patient entered the operating room at 08:50 on (B)(6) 2025. Under general anesthesia with a laryngeal mask airway in place, a transurethral right ureteroscopy holmium laser lithotripsy and stone removal procedure was performed, followed by ureteral stent placement. The patient returned to the ward at 10:35. A 14f double-lumen urinary catheter was placed intraoperatively and secured firmly for urine drainage. On (B)(6) 2025, at 12:30, while the patient was resting in bed, the catheter spontaneously dislodged. Examination revealed a ruptured catheter balloon with clean edges.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be user related (example: contact with sharp object/ exposure to petrolatum based products mechanical failure/operator error). The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action required at this time. Correction- d. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.